Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to get braces to correct the problems with their overbite and overjet. They are in constant pain from the jaw issues caused by the aligners. They will require jaw surgery.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.